Manufacturer narrative:
No product has been returned for evaluation. No radiographs or images were provided that confirm the alleged event. It is unknown if patient complied with post-operative physical restrictions nor if the patient suffered a fall. No additional investigation can be performed at this time. Review of the device history record of the devices notes no material non-conformance's, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Patient education: "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..."

Event description:
On an unknown date a patient underwent a posterior spinal fusion procedure at th10 - s2 levels. A cocr rod was placed, and the procedure was completed. Post-operative radiographs showed a rod fracture. On (B)(6) 2019, a revision procedure was performed. The rod was replaced with new one. No patient injury reported.